Manufacturer narrative:
Patient¿s exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter kinked. The complaint that the device failed to extend was not confirmed. The device was returned with the flare detached; this condition did not allow the functional test to be performed. Evaluation of the returned device determined the root cause of this event to be supplier manufacturing. The supplier has since completed an investigation to address this issue. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a "percutaneous rendezvous method" procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare loop failed to extend. The procedure was completed with a different device. There were no patient complications at the conclusion of this procedure and the patient was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a "percutaneous rendezvous method" procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare loop failed to extend. The procedure was completed with a different device. There were no patient complications at the conclusion of this procedure and the patient was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.